Event description:
The patient previously had bypass surgery. She returned to the cath lab in 2007, with occluded grafts and she received two cypher stents to open them back up. Nine months later, she returned with in-stents restenosis to both of her cypher stents. The physician was unable to complete another angioplasty and the patient was sent home on medication.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02079. Additional information will be submitted within 30 days of receipt.